Event description:
It was reported that a volume discrepancy was observed during a pump refill. The actual residual volume (arv) of 0.5ml was less than the expected residual volume (erv) of 10ml. The patient had 'not been feeling well lately;' however, the reporter was unsure when the patient began to not feel well. The reporter was unsure if there had been any past volume discrepancies. The healthcare provider (hcp) was sure that he did not fill any drug into the pump pocket at the previous refill. The pump was not refilled at this time as the hcp was waiting to find out if it was a defective pump. The drug delivered by the pump was not provided. It was later reported that the hcp opted to refill the pump with normal saline and was going to re-evaluate function related to calculations at the next appointment. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).